Manufacturer narrative:
Result of investigation: exact root cause could not determine and issue was resolved with another main board of another unit. No further investigation required.

Manufacturer narrative:
At this time, the suspect device has not been returned. Vyaire technical support suggested to the customer to carry out touch screen calibration with the original (mb150095) main electronics and the new user interface (3rd one)to see touch function can be restored. And also asked the customer if the mouse (cursor)is working on the combination of the original main electronics and user interface. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has touch screen issue. The touch screen calibration failed and found scratches on the screen. The customer ordered a new user interface as suggested but it was found defective. There was no patient involvement associated from this reported event.